Event description:
It was reported that a patient was implanted with an impella cp and experienced supraventricular tachycardia during insertion. The patient was cardioverted and then experienced atrial fibrillation following impella position in the left ventricle. The patient was later successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.